Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped following the recharge protocol, and as a result the ipg became inoperable. Surgical intervention took place, wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.